Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl at the time of the event. The customer stated that fifteen minutes before her blood glucose read 40 mg/dl, it read 156 mg/dl. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.